Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13624. The patient reported she had experienced painful heat while recharging her ipg. The patient stated it caused redness, but no blisters. The patient also stated the charger unit got hot. A new low energy was sent to the patient which did not resolve the issue. Follow-up identified the patient has lost stimulation and is no longer able to communicate with her ipg and external devices. The patient stated this occurred approximately 3 weeks ago, event date (B)(6) 2013. A sjm representative met with the patient and confirmed the issue. Surgical intervention may be taken at a later date to address the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
A 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.